Event description:
A patient contacted dexcom technical support on (B)(6) 2014 and claimed no audio output on (B)(6) 2014. The patient used the device as a part of 7-day trial through a clinic, as a result dexcom technical support followed-up with the clinic for additional information on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Dexcom has issued an rga for the clinic to return the device to be investigated.